Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver (B)(4) was provided for investigation (please see related psr investigation). The returned complaint device was visually inspected and found no observations related to the complaint. Upon opening device case and performing an internal inspection, it was noted device battery was defective. A review of the receiver data log found errors related to the complaint. Customer compliant was confirmed. The root cause was determined to be a defective battery.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal patient experienced on (B)(6) 2015. No injuries or medical intervention were reported at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).